Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) unit during drain 4 / 4. The home patient (hp) was disconnected in dwell and reconnect after the hc machine went into drain. The technical service representative (tsr) assisted the hp with troubleshooting the alarm and removing the cassette. During a follow up with the hp regarding the alarm, it was revealed that the hp had disconnected herself (intentionally) to go to the bathroom, and upon returning to the hc machine, the hp stated that she had "hooked" herself to the hc machine, but had not opened the clamp yet. Per hp, upon finding the alarm, she immediately disconnected herself from the hc machine and drained manually. The hp added that she saw her kidney specialist who advised her that she was doing fine. Per hp, she did not have any injury or harm as a result of this incident. The hp confirmed that she did not notice any defects on the cassette. The hp stated that she is continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The hp revealed that she had disconnected herself (intentionally) to go to the bathroom. Upon returning to the hc machine, the hp stated she "hooked" herself to the hc machine but had not opened the clamp yet. The batch review was performed on the lot (h1022105) with no issues noted. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).